Manufacturer narrative:
Exact patient age is unknown, but was reported to be over 18 years. Device (B)(4) relates to (B)(4) for the reported event: device failed to cauterize. Device (B)(4) relates to (B)(4) for the reported event: device embedded in patient tissue. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captiflex micro-oval snare was used during a colonoscopy procedure performed on (B)(6) 2011. According to the complainant, the snare would not apply cautery even after the grounding pad was replaced, and it became lodged in the target polyp. The snare was removed with a forceps, but it is unknown what was used to complete the procedure. The patient's condition at the conclusion of the procedure was reported to be fine.